Event description:
Reportedly, during an implantation procedure, the physician inserted the lead pin all the way into the pacemaker port and tightened the screw but did not hear the screwdriver clicks (even after several attempts). Then, the physician checked the tightness by pulling the lead and lead remained properly in the pacemaker. After that she performed all electrical tests (impedance, sensing and capture) and all measured parameters were in the normal range so the device was implanted as normal.

Event description:
Reportedly,during an implantation procedure, the physician inserted the lead pin all the way into the pacemaker port and tightened the screw but did not hear the screwdriver clicks (even after several attempts). Then, the physician checked the tightness by pulling the lead and lead remained properly in the pacemaker. After that she performed all electrical tests (impedance, sensing and capture) and all measured parameters were in the normal range so the device was implanted as normal.